Manufacturer narrative:
(B)(4); the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD), the physician observed a red screen with a da error. The device was reinterrogated and the error did not recur and no device problems were noted. The device check was completed successfully. A boston scientific technical services consultant discussed the da error was a self-correcting memory corruption. It was requested to have the device data sent to technical services for review, but no device data was received. No adverse patient effects were reported.